Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, ¿bending, fracture, loosening, rubbing, and migration of the implant may occur as a result of excessive activity, trauma, or load bearing.¿

Event description:
It was reported that patient underwent a meniscus repair procedure on (B)(6) 2015. During the procedure, two anchors pulled out when the devices were extracted. The meniscus was perforated a second time to allow a third device to be used to complete the procedure. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, one of the guides exhibited damage. Root cause of the event was most likely attributed to surgical technique; however, a conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under warnings, "the surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and polymeric aspects of the surgical implants and the surgical technique."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.